Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of the device's manufacture is unknown.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported that on (B)(6) 2011 she received a reading "around 400 mg/dl" on her precision xtra blood glucose meter. She further reported going to sleep, losing consciousness and woke up in an ambulance. It is unknown what if any treatment, either via self or third-party was rendered because the customer refused to provide any additional information. There was no report of death or permanent injury associated with this event.